Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls (qc) recovered in range prior to processing the patient sample. The customer repeated calibration and qc as troubleshooting steps. When reviewing the instrument files, siemens identified discordant results obtained on 7 additional samples. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse checked and cleaned the dilution probe and sample probe, replaced the dilution mixer head, and aligned the dilution probe, the sample probe, the dilution mixer, the sample mixer, and the reagent mixer. Next the cse performed a successful auto check, recalibrated the assay, and ran a qc precision study, which recovered acceptably. Then, the cse ran a patient correlation study versus the alternate atellica ch 930 analyzer, and the recovery was acceptable. Siemens reviewed the data provided and found that the affected qc and patient samples were processed using the same reagent well on the analyzer. The evidence suggested the co2_c reagent was contaminated in the reagent well after it was loaded on the instrument, which potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer and recovered lower than the erroneous result. The repeat result was reported to the physician(s), as the correct result. Additionally, siemens identified discordant results obtained on seven additional samples obtained on the same analyzer. The initial results were not reported to the physician(s). The customer indicated that they verified the last results. There are no known reports of adverse health consequences due to the falsely elevated co2_c results.